Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 2.7 inr and 2.0 inr on the coaguchek xs system. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.